Event description:
On (B)(6) 2016, the patient went to a routine fup and presented several episodes of noise in v channel since the last fup (on (B)(6) 2015). No inappropriate therapies were applied since the last fup. The threshold, impedance and sensing values were normal.

Event description:
On the (B)(6) 2016, the patient went to a routine fup and presented several episodes of noise in v channel since the last fup (on (B)(6) 2015). No inappropriate therapies were applied since the last fup. The threshold, impedance and sensing values were normal.